Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged, during troubleshooting the pump began to charge. The customer's blood glucose (bg) level was 125 mg/dl. The customer continued to use the pump for insulin therapy.